Event description:
Reported 2 false positive sars result for one asymptomatic patient (off label use at the time). This report is to indicate one of the false positive results, and an additional MDR will be filed for the other instance (2 of 2). The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion; tested 5x retained and 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause; cannot duplicate with retains or returned devices. Source; phone.